Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that their ins moves around a lot and that this has made it difficult to find the ins when trying to charge. When the patient changes position, they loose the connection. No additional information was provided regarding this event. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing breakout pain in their left side, sometimes underneath their ribs. The patient stated that their implantable neurostimulator (ins) had also moved by their ribs. It was noted that the issue started 3-4 weeks prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that their ins moves around a lot. No additional information was provided regarding this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.